Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) device was suspected to be depleting prematurely. Data showed that this device went from 3.5 years to 9 months remaining in a span of 5 months. To date, this device was remains in service. No adverse patient effects were reported.